Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after the implant of this right ventricular (rv) lead, this patient presented to the hospital with chest pain. A chest x-ray of the system revealed a rv lead perforation and pericardial effusion. A revision procedure was performed and a xiphoid drain was placed in addition to repositioning this rv lead. No additional adverse patient effects were reported.